Event description:
Health professional reported an alleged leak with a lap-band device. The pt "may have a leak at the port or a disconnect of the tubing." The device remains implanted at this time.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."